Manufacturer narrative:
The described products are intended for human medical use only. The mars 2 operating table in conjunction with the tabletop sections and accessories offered and sold by baxter (former trumpf medical) is intended for the following uses: patient positioning during surgery, ranging from anaesthesia induction through actual surgery to recovery from anaesthesia. Patient transportation on the operating tabletop, from a patient transfer system to the operating theatre or from the operating theatre to a patient transfer system. A field service technician of baxter was able to reproduce the described failure of unintended movement on-site. Further investigation by baxter medical determined that the fault could be localized to the remote control. The inspection of the backside of the remote key membrane showed corrosion-like damage between two buttons and the s18 button (anti-trendelenburg). There is no visible damage to the membrane. The damage to the membrane was limited to the silver conductive paste applied by the manufacturer (supplier of baxter). According to the supplier this is burnt at the specified points. A suspected overcurrent cannot be confirmed; rather, the cause is likely to be a previous damage (material or processing error) to the silver conductive tracks. Although, no injury occurred and the procedure was completed successfully, as reported by the customer, if the report of table moving by its own were to recur, it could potentially cause serious injury or death. Therefore, baxter considers this event reportable to the FDA.

Event description:
It was reported that the operating table is moving by its own into different positions. During a surgical procedure with patient, the leg section moved downwards and back into zero position without pressing a button. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Event description:
It was reported that the operating table is moving by it's own into different positions. During a surgical procedure with patient the leg section moved downwards and back into zero position without pressing a button. No harm or impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
An inspection performed by a baxter technician confirmed that the issue was caused by the cable remote control. The biomed replaced the remote control, after this the issue was resolved. Result will be provided within a final report.